Manufacturer narrative:
(B)(4).

Event description:
It was reported there was externalized conductors when the patient presented in the operating room for a scheduled generator replacement. The lead was connected to the new device. The patient was asymptomatic and will continue with routine follow-ups.